Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised they could continue using the pump and to contact support if the issue reappears.